Event description:
--

Manufacturer narrative:
Boston scientific received additional information. At the patient's next device check, the shock impedance measurements were still greater than 125 ohms. The physician planned an invasive procedure to verify lead connections. An x-ray showed that a loose connector pin was likely the cause. At the revision procedure, the pocket was opened and the lead was disconnected from the device. Measurements on the pacing system analyzer (psa) were normal. The lead was then reconnected to the device and measurements were again normal. The pocket was closed, with the lead and device remaining in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms in the daily measurements and during a commanded impedance test. No noise was observed on the right ventricular (rv) pacing channel. It was noted that no episode was stored from the replacement procedure, indicating no defibrillation threshold (dft) testing had been performed. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed troubleshooting steps to ensure integrity of the shocking system, including delivery of a 1.1 joule and maximum energy shock. As of today, the device remains in service. The outcome of any troubleshooting has not been reported. This event will be updated when additional information is received.